Manufacturer narrative:
The national repair center (nrc) received the power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced component q27. The board passed testing. Inspection of the board was completed per procedure. The nrc will retain the board per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.

Manufacturer narrative:
The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and visual damage observed to q27, which was shorted. Due to the shorting of q27, the national repair center was not able to test the power management board in the cardiosave test fixture. However, past experience has proven, that when q27 shorts , the batteries will not charge. The power management board is being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the batteries and power management board. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement, and no adverse event reported.